Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg emerge mr, us 1.20mm x 8mm was received for analysis. A visual, tactile, microscopic analysis and wire insertion test was performed on the device. A visual, tactile examination identified no issues with the hypotube shaft. A microscopic examination of the inner/wire lumen noted that the lumen was bunched at 6.8cm proximal from the tip. A puncture hole was identified in the outer extrusion at 7cm from the tip. As a result of the damage to the inner wire lumen, it was not possible to load a recommended 0.014inch wire through the guidewire lumen. A microscopic examination of the balloon identified no issues with the balloon. Examination of the tip via the scope found no evidence of any damage.

Event description:
Reportable based on device analysis completed on 30aug2024. It was reported that crossing difficulties were encountered. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the left circumflex artery. A 1.20mm x 8mm emerge balloon catheter was selected for use. During the procedure, a non-boston scientific guidewire could not cross the balloon. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure. However, returned device analysis revealed that shaft polymer extrusion ruptured.

Manufacturer narrative:
A corrective action was opened to further investigate the issue of difficulty loading the wire and difficulty tracking over the wire. The investigation is in process, and no actions have been taken at the time of this regulatory report submission. H6: updated the evaluation conclusion code from unintended use error caused or contributed to event to cause not established e1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg emerge mr, us 1.20mm x 8mm was received for analysis. A visual, tactile, microscopic analysis and wire insertion test was performed on the device. A visual, tactile examination identified no issues with the hypotube shaft. A microscopic examination of the inner/wire lumen noted that the lumen was bunched at 6.8cm proximal from the tip. A puncture hole was identified in the outer extrusion at 7cm from the tip. As a result of the damage to the inner wire lumen, it was not possible to load a recommended 0.014inch wire through the guidewire lumen. A microscopic examination of the balloon identified no issues with the balloon. Examination of the tip via the scope found no evidence of any damage.

Event description:
Reportable based on device analysis completed on 30aug2024. It was reported that crossing difficulties were encountered. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the left circumflex artery. A 1.20mm x 8mm emerge balloon catheter was selected for use. During the procedure, a non-boston scientific guidewire could not cross the balloon. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure. However, returned device analysis revealed that shaft polymer extrusion ruptured.